Event description:
The customer reported that in two cases the vertical cassette holder (accessory) dislodged during use and fell against the patient. It was confirmed that the patients were not injured.

Manufacturer narrative:
The detailed analysis made clear, that the lower locking device (latch) was damaged during use. The field service engineer confirmed that nobody was injured. The field service engineer repaired the related assembly and the unit works as specified again. (B)(4).